Manufacturer narrative:
The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, silicone migration, and device rupture.

Event description:
Patient reported right side device rupture with silicone deposit in the right axillary lymph node and capsular contracture, baker grade IV, diagnosed via ultrasound. The device remains implanted.